Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 108, service code 112) has been confirmed.  Upon investigation the monitor failed incoming testing and displayed a service code 108 (non-critical database error) and a service code 112 (corrupt questionnaires database). The monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving service code 108 (non-critical database error) and a service code 112 (corrupt questionnaires database) messages.